Event description:
During a distal radius procedure, the surgeon inserted a 20mm screw in the most styloid hole of the distal row. The screw was too long and the surgeon removed the screw and replaced it with a 14mm screw. During insertion of the 14mm screw, the screw went through the hole in the plate. The surgeon was unable to back the screw out and chose to remove it from the dorsal side.

Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn.